Event description:
It was reported that when the device, with reload cartridge, was used during a gastric bypass procedure, it would not fire completely. Another device was used to complete the case with no consequence to pt.